Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was water at the top of the tube caps processed on the unicel dxc 600 synchron system (dxc 600). Customer reported water was also being aspirated into the tubes. Customer reported the cartridge chemistries syringe was loose and the bottom of the plunger rod was also loose. Customer reported they tightened the collar. However, the instrument was still leaking. Customer reported erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found a piece of rubber stopper obstructing the cap piercer waste valve port. The fse cleaned the waste valve and restored and the instrument to specifications.